Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("migration/perforation of the essure device"), device dislocation ("right essure device was stuck in the omentum and small bowel"), embedded device ("left essure device was embedded in the fallopian tube"), device breakage ("device breakage") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included depression, bipolar disorder, menometrorrhagia, cystitis, cystitis interstitial and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac) since 1998. In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches/cephalic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation, device dislocation, embedded device, device breakage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), uterine disorder ("uterus contracted at the time of your essure placement ") and post procedural discomfort ("felt discomfort at the time of your essure placement"). The patient was treated with surgery (laparoscopic total hysterectomy, hydro distention cystoscopy), surgery (laparoscopic total hysterectomy, hydro distention cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, uterine disorder and post procedural discomfort had resolved, the hormone level abnormal had not resolved and the abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, post procedural discomfort, uterine disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs: at insertion: physician reported that her uterus contracted, she felt discomfort, but doctor said everything went fine. She had no reason to believe anything went wrong, but it was very uncomfortable, and she had no information that it was¿not supposed to feel that way. Note: discrepancy in plaintiff's date of birth. Per mr: at insertion: it was noted that both fallopian tubes showed evidence of perforation of the distal tube in the mid isthmic portion with the essure devices. On the right side, the essure device was stuck the omentum and small bowel, and the same thing on the left. These devices were easily removed in conjunction with the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Current weight: 200 lbs. Intensity of pain: 8/10. On 02sep2009 hysterosalpingogram : results: other (radiologist informed me that my tubes appeared to be punctured, but physician told me that my scans looked fine, and that my pain was from endometriosis, and recommended hysterectomy. Hsg report questions tubal patency). Impression: 1. No evidence for free intraperitoneal spillage of contrast material from either the right or left fallopian tube. 2. Apparent discontinuity of the radiopaque right essure device. 3. Filling defect identified in the right cornu which may represent clot; however, other etiologies are not excluded and clinical correlation is suggested. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, back pain, confirming (fallopian tube perforation), dysmenorrhea and menorrhagia." Most recent follow-up information incorporated above includes: on 27-mar-2018: reporter information was added. Patient demographic was updated. Her historical/concurrent condition was added. Lab data was added. Essure indication was amended. Essure removal date was added. Concomitant medication was added. Following events: perforation (fallopian tube), migration/perforation of the essure device, right essure device was stuck in the omentum and small bowel, left essure device was embedded in the fallopian tube, device breakage, abnormal bleeding (vaginal/ menorrhagia), migraines, headaches/cephalic pain, dysmenorrhea (cramping), weight gain, hormonal changes , lower abdominal pain, uterus contracted and felt discomfort at the time of your essure placement and lower back pain were added. She had recovered for all the aforementioned events except hormonal changes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("migration/perforation of the essure device"), device dislocation ("right essure device was stuck in the omentum and small bowel"), embedded device ("left essure device was embedded in the fallopian tube"), device breakage ("device breakage") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included depression, bipolar disorder, menometrorrhagia, cystitis, cystitis interstitial and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac) since 1998. In march 2009, the patient had essure inserted. In march 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6) 2009, 75 days before insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches/cephalic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine disorder ("uterus contracted at the time of your essure placement ") and post procedural discomfort ("felt discomfort at the time of your essure placement"). The patient was treated with surgery (laparoscopic total hysterectomy, hydro distention cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, uterine disorder and post procedural discomfort had resolved, the hormone level abnormal had not resolved and the abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, post procedural discomfort, uterine disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs: at insertion: physician reported that her uterus contracted, she felt discomfort, but doctor said everything went fine. She had no reason to believe anything went wrong, but it was very uncomfortable, and she had no information that it was¿not supposed to feel that way. Note: discrepancy in plaintiff's date of birth. Per mr: at insertion: it was noted that both fallopian tubes showed evidence of perforation of the distal tube in the mid isthmic portion with the essure devices. On the right side, the essure device was stuck the omentum and small bowel, and the same thing on the left. These devices were easily removed in conjunction with the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Current weight: 200 lbs. Intensity of pain: 8/10. On (B)(6) 2009 hysterosalpingogram : results: other (radiologist informed me that my tubes appeared to be punctured, but physician told me that my scans looked fine, and that my pain was from endometriosis, and recommended hysterectomy. Hsg report questions tubal patency). Impression: 1. No evidence for free intraperitoneal spillage of contrast material from either the right or left fallopian tube. 2. Apparent discontinuity of the radiopaque right essure device. 3. Filling defect identified in the right cornu which may represent clot; however, other etiologies are not excluded and clinical correlation is suggested. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, back pain, confirming (fallopian tube perforation), dysmenorrhea and menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('migration/perforation of the essure device'), device dislocation ('right essure device was stuck in the omentum and small bowel'), embedded device ('left essure device was embedded in the fallopian tube'), device breakage ('device breakage') and genital haemorrhage ('heavy and irregular bleeding') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included depression, bipolar disorder, menometrorrhagia, cystitis, cystitis interstitial and abnormal uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac) since 1998 and lithium. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes"), 75 days before insertion of essure. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches/cephalic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine disorder ("uterus contracted at the time of your essure placement") and post procedural discomfort ("felt discomfort at the time of your essure placement"). The patient was treated with surgery (laparoscopic total hysterectomy, hydro distention cystoscopy and robot total hysterectomy, hydro distention cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, uterine disorder and post procedural discomfort had resolved, the hormone level abnormal had not resolved and the abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, post procedural discomfort, uterine disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs: at insertion: physician reported that her uterus contracted, she felt discomfort, but doctor said everything went fine. She had no reason to believe anything went wrong, but it was very uncomfortable, and she had no information that it was¿not supposed to feel that way. Note: discrepancy in plaintiff's date of birth. Per mr: at insertion: it was noted that both fallopian tubes showed evidence of perforation of the distal tube in the mid isthmic portion with the essure devices. On the right side, the essure device was stuck the omentum and small bowel, and the same thing on the left. These devices were easily removed in conjunction with the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Current weight: 200 lbs. Intensity of pain: 8/10. On (B)(6) 2009 hysterosalpingogram : results: other (radiologist informed me that my tubes appeared to be punctured, but physician told me that my scans looked fine, and that my pain was from endometriosis, and recommended hysterectomy. Hsg report questions tubal patency). Impression: no evidence for free intraperitoneal spillage of contrast material from either the right or left fallopian tube. Apparent discontinuity of the radiopaque right essure device. Filling defect identified in the right cornu which may represent clot; however, other etiologies are not excluded and clinical correlation is suggested. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, back pain, confirming (fallopian tube perforation), dysmenorrhea and menorrhagia." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('migration/perforation of the essure device'), device dislocation ('right essure device was stuck in the omentum and small bowel'), embedded device ('left essure device was embedded in the fallopian tube'), device breakage ('device breakage') and genital haemorrhage ('heavy and irregular bleeding') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included depression, bipolar disorder, menometrorrhagia, cystitis, cystitis interstitial and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac) since 1998 and lithium. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes"), 75 days before insertion of essure. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches/cephalic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine disorder ("uterus contracted at the time of your essure placement ") and post procedural discomfort ("felt discomfort at the time of your essure placement"). The patient was treated with surgery (laparoscopic total hysterectomy, hydro distention cystoscopy and robot total hysterectomy, hydro distention cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, uterine disorder and post procedural discomfort had resolved, the hormone level abnormal had not resolved and the abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, post procedural discomfort, uterine disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs: at insertion: physician reported that her uterus contracted, she felt discomfort, but doctor said everything went fine. She had no reason to believe anything went wrong, but it was very uncomfortable, and she had no information that it was not supposed to feel that way. Note: discrepancy in plaintiff's date of birth. Per mr: at insertion: it was noted that both fallopian tubes showed evidence of perforation of the distal tube in the mid isthmic portion with the essure devices. On the right side, the essure device was stuck the omentum and small bowel, and the same thing on the left. These devices were easily removed in conjunction with the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Current weight: 200 lbs. Intensity of pain: 8/10. On (B)(6) 2009 hysterosalpingogram : results: other (radiologist informed me that my tubes appeared to be punctured, but physician told me that my scans looked fine, and that my pain was from endometriosis, and recommended hysterectomy. Hsg report questions tubal patency). Impression: 1. No evidence for free intraperitoneal spillage of contrast material from either the right or left fallopian tube. 2. Apparent discontinuity of the radiopaque right essure device. 3. Filling defect identified in the right cornu which may represent clot; however, other etiologies are not excluded and clinical correlation is suggested. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, back pain, confirming (fallopian tube perforation), dysmenorrhea and menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter added. There is no change in medical context of this case. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2009). At the time of the report, the uterine perforation, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and uterine perforation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.